Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose level was 400 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy. To resolve the issue, the customer changed the infusion set and cartridge, then resumed insulin therapy. Ultimately, the customer reverted to an alternate method insulin therapy.